Event description:
Boston scientific received information that the left ventricular (lv) lead dislodged into the coronary sinus. A revision procedure was performed and the lv lead was explanted and replaced. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that this product was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This device has been returned. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.